Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced to resolve the issue. The customer reported that the device was returned to service.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a touchscreen that did not respond to touch. The customer reported that a calibration was performed, but the issue was not resolved. The customer was provided with the part number for a replacement touchscreen. There was no patient involvement when the issue occurred. There was no patient or user harm reported.